Manufacturer narrative:
(B)(4).

Event description:
It was reported that a steam pop occurred. An intellanav oi was selected for a atrial flutter procedure. The doctor saw an impedance entry and thought it could potentially have been a steam pop that was not a 100% sure. The procedure was completed using the same ablation catheter. No patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the device reveled that there is a significant amount of dried body fluid in the luer and on the proximal and distal shafts. Five of the six irrigation ports are plugged with dried body fluid. The butt bond is compromised; there is body fluid present along the seal. The adhesive beading over the butt bond is continuous and intact.continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermistor/magnetic sensor resistances measured in spec and were typical in the straight, right curve, and left curve positions. Rays of the butt bond were taken; the gap in the butt bond was visible. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. An ablation test was then attempted using the maestro generator 4000 and the metriq pump but occlusion errors were present and ablations in the saline tank could not be completed. The ablation test was repeated with just the maestro generator and a 100 ohm load on the bench and the ablation was successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that a steam pop occurred. An intellanav oi was selected for a atrial flutter procedure. The doctor saw an impedance entry and thought it could potentially have been a steam pop that was not a 100% sure. The procedure was completed using the same ablation catheter. No patient complications occurred.